Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for each patient/procedure involved. 1. Did the event reported happened in same procedure/patient? 2. If not, please confirm event date/procedure for each patient/procedure. 3. Please provide more details about each device quality issue. Pve35a: a99a70. 4. Was there any difficulty opening the device jaws? 5. If yes, what steps were taken to open the jaws. 6. Did the device eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number a99a70 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the jaws on the device came closed inside the package and they weren't able to open them. There was no patient consequence nor surgical delay reported. No additional information provided.